Event description:
It was reported that a patient underwent an unknown procedure on 26-oct-2023 and suture was used. During two procedures 5 sutures from the same box separated from the needle whilst suturing inside the patient. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 11/29/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any adverse consequence associated with the patient? No adverse consequence associated with the patient please confirm if 5 products failed in each procedure: 3 products failed with the first patient and 2 more failed with the second patient please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Katrina gilmore - katrina.gilmore2@srft.nhs.UK. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. Related reports: 2210968-2023-09252, & 2210968-2023-09253.